Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during drain 1 of 4, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. Technical service representative (tsr) had the registered nurse (rn) close all of the clamps and cycle the power to clear the alarm. The tsr advised the rn to dispose of the current supplies and start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.